Event description:
It was reported that the during device preparation prior to implant, firmware upgrade was attempted and device went into backup vvi. Device was not used.

Manufacturer narrative:
The reported field event of backup operation was confirmed in the laboratory due to review of device image. The device was tested on the bench and no anomalies were found. Interrogation of the device revealed that the firmware reset was from telemetry interruption, which resulted in the reported issue on backup operation. The cause of the telemetry interruption is consistent with anomalies associated with device upgrade procedure and not device related.